Event description:
Per new information provided by the user facility, the reported issue was found during preparation before use inspection. No impact to patient or procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information provided from the user facility.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿error e224) was confirmed. The device evaluation found the e224 camera head communication error code was due to a defective cable unit. Additionally, the device failed the leak test due to a broken rear cover holder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had error e224. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, e224 error occurred because communication failure occurred due to faulty cable. E224 error occurs when an abnormality occurs in the communication between the endoscope and the processor. (Instructions otv-s400, chapter 9, troubleshooting, 9.2 troubleshooting guide). As to the cause of the faulty cable, the leak test failed due to the broken rear cover holder. Therefore, it was determined that the cable was broken due to internal water immersion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not strike the camera head. The camera head may be damaged.¿ olympus will continue to monitor field performance for this device.